Manufacturer narrative:
Article (histological findings in soft tissues around temporomandibular joint protheses after up to eight years of fixation, in the international association of oral and maxillofacial surgeons (2010)). The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Three implants were removed and reimplanted in this patient, see MDR reports 1032347-2011-00065 to 67.

Event description:
Review of a journal article indicates a patient had tmj protheses removed eight years after being implanted due to development of heterotopic bone formation on the medial aspects of the joints, resulting in impaired opening capacity. During the surgery, the tmj protheses and heterotopic bone were removed, and the tmj protheses were re-installed in the patient.